Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. A batch review was conducted on potentially associated lot h10k15061 and no issues were found related to the reported condition during the manufacture of that lot.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA; tear in bowel, pneumonia, and peritonitis with culture positive for klebsiella in a female patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain. The patient was hospitalized on (B)(6) 2011 for that event. Treatment for the peritonitis was not reported. At the time of this report, the patient was recovering from the peritonitis. On an unreported date in 2011, during the hospitalization, the patient was diagnosed with a tear in her bowel. Treatment included surgery to repair the tear, removal of the pd catheter, and the creation of an ostomy. After the surgery, the patient was switched to hemodialysis (hd) and on an unreported date in 2011, the patient was diagnosed with pneumonia. Treatment was not reported and at the time of this report, the patient was recovering. The nurse stated the events were not related to pd therapy. This is report 4 of 4 involved in this peritonitis event.